Manufacturer narrative:
The returned device was evaluated and a tear was found in the exposed part of the soft cannula. Fluid was seen exiting the tear in the cannula. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported there was irritation at the pod infusion site and pain during wear. The patient's blood glucose rose to 17.8 mmol/l (320.4 mg/dl). The pod was worn on the patient's abdomen for less than one hour.